Event description:
The rptr stated that they did back to back blood glucose tests, within minutes. Rptr's results were 163 and 294 mg/dl. (Reporter stated that they did three consecutive tests, and gave two results for the report.) They did not have any symptoms. No harm was alleged. On followup, the rptr was not willing to give any detials on the tests. They stated they had done 3 back to back tests with erratic results. They would not give any further info to complete their report.